Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the bench repair center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to (supercap_failed) was recorded in the device event log. In conclusion, the device's printed circuit board assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the connection cover was missing and replaced. The software was upgraded to version 1.05.10.00 and the preventative maintenance kit was installed unrelated to the reportable malfunction/issue. The device passed all final testing and meets the specification for the performed service and is returned to use.